Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this, and there was no adverse impact on the customer¿s blood glucose level. The customer had not reported or reset the pump for this malfunction in the last 24 hours. Technical support provided information and assistance to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurred, which the customer acknowledged and understood.